Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a lap esophagectomy, the device was locked out after the first firing since the firing trigger was grasped after the firing. The knife was returned with the knife reverse switch but the jaws did not open with the release button. Although the manual override lever was used, it did not open. The jaws eventually opened somehow while touching the buttons and triggers. Another device was used to complete the case. There were no adverse consequences to the patient. When the device was received, it was found that the device had a difficulty in pressing the release button.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pse60a device was returned in good visual condition and with one ecr60b cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The device was disassembled to reset the bailout system and the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The manual override function worked as intended. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.